Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified red particle material on the shell and opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain and seroma-late. (B)(4).

Event description:
Patient reported right side "ruptured," "a little amount of liquid," and "discomfort." Healthcare professional reported "palpable nodule in the right superomedial quadrant" and "right axillary lymph node, located close to the upper lateral quadrant of the right breast, of preserved echotexture, measuring about 1.2 x 0.8 x 0.4 cm" "sentinel lymph node on the right". Device was explanted.